Manufacturer narrative:
(B)(4):the reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during a colonoscopy within the ascending colon.according to the complainant, after grasping mucosa, the clip was not able to be released from the delivery catheter. However, the scope was maneuvered, and the clip eventually separated and remained attached to the mucosa. The procedure was completed with this resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient's condition was reported as being stable post procedure.